Manufacturer narrative:
Qc data on the day of the event was acceptable. The field engineering specialist checked multiple components all that were acceptable. He performed performance and precision testing with acceptable results. The patient sample was tested on two different instruments and the results matched. Specific results were not provided. Based on the data provided a clear root cause could not be identified. A general instrument or reagent problem could not be identified. There were no issues following the service visit.

Event description:
The initial reporter complained of questionable amh elecsys results for 1 patient tested on a cobas e 411 immunoassay analyzer compared to a roche diagnostics elecsys e170 modular analytics immunoassay analyzer. The amh result from their cobas e411 was 2.06 ng/ml. The amh result from the outside laboratory's elecsys e170 was 3.68 ng/ml. The results are from two separate samples which were collected at the same time. The questionable results were reported outside of the laboratory. The amh reagent lot was 36980900 with an expiration date of 31-oct-2019.